Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, stains were observed on the front and back of the implantable cardioverter defibrillator. The device was implanted. The patient was in stable condition.